Event description:
The pt reported being admitted to the emergency room on (B)(6) 2011 due to elevated blood glucose of 505 mg/dl. Treatment received is unk. Symptoms of elevated blood glucose were high temperature and headache. She later found the infusion set cannula was bent. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.